Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise reported on the rv and far-field channels. Shocks delivered at redetection during a vf episode appear to be a consequence of noise oversensing on the rv channel. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.